Manufacturer narrative:
Blocks d4, h4: the suspect device lot number is unknown; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other specific product information. If additional details become available, a supplemental report will be submitted. Block e1: boston scientific received this complaint from a healthcare professional in canada. Details related to the initial reporter were not provided. Block h6: imdrf device code a0401 captures the reportable event of carrier broken.

Event description:
It was reported that a capio slim device was used during a prolapse procedure. During procedure, the device reportedly broke/fractured. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. The event description may suggest that the carrier broke. The procedure was completed using a second device. There were no patient complications reported as a result of this event.